Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. It was confirmed that the hinge of the connector was broken. In the kit assembly manufacturing process, manufacturing have inspected 100% the presence of deformation damage about the connector before incorporating it into the kit product. Therefore, although it was thought that a crack was generated in the hinge part at the time of locking or use of the connector and it resulted in breakage, it did not reach to specify the cause and time of occurrence. No action were taken at this time. The occurrence of this event was reported to overseas manufacturers and recorded in domestic and foreign databases. There will be monitoring for trend of occurrence of the same event and take appropriate measures according to the situation.

Manufacturer narrative:
Other text: no same or similar product was sold in the us, it was sold only in japan., corrected data: please disregard the initial and the follow-up reports submitted with the MFR number: 3012307300-2019-02970. The reports were submitted in error.

Event description:
It was reported that during the use of the product, the customer noticed that the hinge of the epifuse connector was damaged, which caused leakage of medical fluid. No patient injury or complications were reported in relation to this event.